Manufacturer narrative:
The technician replaced the two foot end casters and the main bearing to repair the bed.

Event description:
Information received indicates the brake is not holding. The casters will lock but would continue to swivel from side to side.